Event description:
Device 1 of 2. Ref. MFR. Report: 1627487-2014-21175. The pt has a pns and scs system. This event is related to the pns system. The pt received two peripheral (off-label) leads with the same lot number. It was reported the pt experienced over-stimulation up the leads and the ipg site. Additionally, the pt stated the ipg site becomes red and causes discomfort with stimulation. The pt stated all these issues subside when stimulation is off. The pt requested receiving a new pns system. Subsequently, surgical intervention took place to explant and replace the pns system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.